Event description:
As reported by a field clinical specialist, during a transfemoral aortic valve replacement with a 23mm sapien 3 ultra resilia valve, the implanter addressed the need for additional force when advancing the valve and delivery system through the distal end of the 14fr esheath+. Upon removal of the sheath, a horizontal tear was noted at the distal tip. The sheath will be returning for analysis.

Manufacturer narrative:
The investigation for this report is ongoing. H3 other text : awaiting device return.

Manufacturer narrative:
The device was returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other events related to resistance advancing the delivery system and valve through the sheath or sheath distal tip torn. During manufacturing of the esheath plus introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The returned sheath was visually examined and the liner was noted to be fully expanded, as designed. A distal tip tear was present along the radial score line with hdpe material stretching. Hdpe stretching was present along the axial opening and the slanted score line was intact. Scratches were present on the distal sheath shaft and soft tip damage was noted. Due to condition of the returned device (liner fully expanded as designed, distal tip torn), no applicable functional testing was able to be performed. The outer diameter (od) of the delivery system flex tip is the largest component advancing through the sheath. A flex tip od measurement out of specification would contribute to the reported resistance when advancing through the sheath. However, due to no delivery system returned for evaluation, no dimensional measurement for the flex tip od was unable to be performed. Imagery of the patient's anatomy and post-procedural images were provided. Tortuosity and calcification were present in the patient's right access vessel. The distal tip of the sheath appeared to be torn along the radial score line with hdpe material stretching. There was minor damage noted on the soft tip and the liner fully expanded, as designed. The ifus, device preparation manual, and procedural training manual were reviewed. The user is cautioned that the sheath should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. When inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Follow proper valve crimping technique and ensure valve is delivered as straight as possible. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The difficulty advancing through sheath and sheath distal tip torn were confirmed via returned product evaluation and provided imagery. However, no manufacturing non-conformance was identified. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''during a transfemoral aortic valve replacement with a 23mm sapien 3 ultra resilia valve, the implanter addressed the need for additional force when advancing the valve and delivery system through the distal end of the 14fr esheath+. Upon removal of the sheath, a horizontal tear was noted at the distal tip.'' The failure mode is characteristic of sheath tip tear events as determined by the product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, 3mensio revealed the presence of tortuous and calcified access vessels including calcium in the bifurcation area. Tortuous and calcified anatomy could lead to non-coaxial alignment between the crimped valve and the sheath, causing the struts to catch onto the sheath distal tip, which would further increase resistance during advancement and tear the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have also contributed to the complaint events. However, a definitive root cause was unable to be determined at this time.